Event description:
The customer reported to olympus that the air/water flow system on the evis exera ii gastrointestinal videoscope had air/water flow issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus, testing and inspection found foreign material in the nozzle. This complaint is most likely the result of user handling. During testing and inspection the following was also found: the grip had a scratch, the scope cylinder had discoloration, switch box had a scratch, the scope cover had a scratch, the connecter was corroded. Due to a pinhole on the bending section rubber, water tightness was lost. Due to a scratch on the connector cover, insulation resistance value at distal end did not meet the standard value. Due to damage on nozzle, air supply volume did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The image guide protector had a cut, objective lens had a crack, connecting tube had a dent, connecting tube had a scratch, universal cord had coating peeling, protector of the universal cord on scope connector side had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, multiple foreign objects were clogging the nozzle. The foreign matter was crystal-like, blue plastic-like, and plastic fiber-like, respectively. The event likely occurred due to the leak in the bending section rubber, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you locate a leak, remove the endoscope from the water and contact olympus." "All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Olympus will continue to monitor field performance for this device.